Event description:
It was reported the patient¿s wires got detached and the machine was coming out of the skin so they replaced it to the left side in (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v792255, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).